Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review could not be requested.

Event description:
A two week old female infant had four clamps implanted. Two days later, it was determined that one pin clamp out of four failed, it stopped distracting. Further investigation showed the tightening nut of the clamp broke off on the patient's right side. Surgeon changed out two clamps on the right side of the construct.